Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to instability. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay correct information and additional information, which was unknown at the time of the initial medwatch. Additional events for this patient are reported on medwatch numbers 1825034-2016-01264, 01973, 01964, 01965 / 01966, 01967 / 01971. Product location unknown.

Event description:
It was reported that patient underwent a right knee revision procedure approximately eighteen (18) months post-implantation due to instability. During the procedure, the tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."